Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the handpiece became hot. The patient received a burn on the corner of the mouth. The procedure was completed successfully with no further adverse consequences noted.

Event description:
It was reported that during a procedure at the user facility the handpiece became hot. The patient received a burn on the corner of the mouth. The procedure was completed successfully with no further adverse consequences noted.